Event description:
Rigors [chills]. Case description: initial information received on (B)(6) 2016 and combined with additional information received on (B)(6) 2016: this spontaneous medical device report was received form a healthcare professional and it concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2015 the patient underwent radio embolization with therasphere 120 gy (13 gbq) for the treatment of hcc. On the same day, after therasphere administration, the patient developed rigors. The physician noticed that the patient began shaking and his temperature increased to 37.7 degrees celsius (up to a tmax of 39.8 degrees celsius). The patient was treated with demerol (meperidine) IV and recovered from the event on the same day (i.e. (B)(6) 2015). No further complaints or adverse event were noted. The reporter considered the event medically significant and possibly related to therasphere. The company also consider the event chills experienced by the patient as medically significant. Case comment: the event chills is listed according to therasphere current reference safety information. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature. This event is possibly related to therasphere administration however it does not appear to meet the definition of serious deterioration in health and there is no evidence the device malfunctioned. In agreement with the reporting physician, the company considers the event related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Rigors [chills] . Case description: initial information received on 11-feb-2016 and combined with additional information received on 23-feb-2016: this spontaneous medical device report was received form a healthcare professional and it concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2015 the patient underwent radioembolization with therasphere 120 gy (13 gbq) for the treatment of hcc. On the same day, after therasphere administration, the patient developed rigors. The physician noticed that the patient began shaking and his temperature increased to 37.7°c (up to a tmax of 39.8°c). The patient was treated with demerol (meperidine) IV and recovered from the event on the same day (i.e. (B)(6) 2015). No further complaints or adverse event were noted. The reporter considered the event medically significant and possibly related to therasphere. The company also consider the event chills experienced by the patient as medically significant. Follow up information was received 17-mar-2016 from a healthcare provider: the patient's medical history included a history of alcoholic cirrhosis, orthopedic surgery for knee arthroscopy, inguinal hernia status post repair; and a history of tonsillectomy and adenoidectomy. Concomitant medications included nexium, lasix, neurontin, corgard, and proair hfa; all products used for unknown indication. The lot number of the therasphere used was 119540-1599271,(expiration date was "not provided"). Follow up information was received on 06-may-2016: a quality assurance (qa) investigation was requested because after therasphere administration the patient began shaking, his temperature increased to 37.7°c . T max 39.8°c. The site was concerned about potential pathogens. The qa investigation report was registered under the reference (B)(4). No pathogens were observed and no environmental anomalies were noted during the review of the manufacturing records. The complaint investigation showed no issues associated with the manufacture of the batch/lots of dose or administration set used. As a consequence, no corrective actions were identified as being required. Case comment: follow-up information received on 06-may-2016 indicates no need to alter initial assessment. Follow-up information received on 17-mar-2016 indicates no need to alter initial assessment. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature. This event is possibly related to therasphere administration however it does not appear to meet the definition of serious deterioration in health and there is no evidence the device malfunctioned. In agreement with the reporting physician, the company considers the event as possibly related to the use of therasphere - similar events such as flu-like symptoms have been reported in literature. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Rigors [chills]. Case description: initial information received on 11-feb-2016 and combined with additional information received on 23-feb-2016: this spontaneous medical device report was received form a healthcare professional and it concerned a (B)(6)-year old male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6)-2015 the patient underwent radioembolization with therasphere 120 gy (13 gbq) for the treatment of hcc. On the same day, after therasphere administration, the patient developed rigors. The physician noticed that the patient began shaking and his temperature increased to 37.7°c (up to a tmax of 39.8°c). The patient was treated with demerol (meperidine) IV and recovered from the event on the same day (i.e. (B)(6)-2015). No further complaints or adverse event were noted. The reporter considered the event medically significant and possibly related to therasphere. The company also consider the event chills experienced by the patient as medically significant. Follow up information was received 17-mar-2016 from a healthcare provider: the patient's medical history included a history of alcoholic cirrhosis, orthopedic surgery for knee arthroscopy, inguinal hernia status post repair; and a history of tonsillectomy and adenoidectomy. Concomitant medications included nexium, lasix, neurontin, corgard, and proair hfa; all products used for unknown indication. The lot number of the therasphere used was 119540-1599271,(expiration date was "not provided"). Case comment: follow-up information received on 17-mar-2016 indicates no need to alter initial assessment. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature. This event is possibly related to therasphere administration however it does not appear to meet the definition of serious deterioration in health and there is no evidence the device malfunctioned. In agreement with the reporting physician, the company considers the event as possibly related to the use of therasphere - similar events such as flu-like symptoms have been reported in literature. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.